Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an morphine and bupivacaine via an implantable pump. The indication for use was failed back surgery syndrome and spinal pain. On (B)(6) 2018 the patient¿s daughter reported that her mother was having issues. They believed she may be going through withdrawal and were wondering how it could be determined how much medication was still in the pump. They had brought her into the ER (emergency room). Additional information was received on (B)(6) 2018 from the patient¿s daughter who reported that the patient had withdrawals which had come on gradually. The patient was in the hospital due to the withdrawals because she was not able to have the pump refilled. The patient did not have a pump managing physician due to relocation. The reporter was requesting physician listings. The patient would be seeing a doctor tomorrow to have the pump refilled, but that doctor would not be the managing physician. No further complications were reported/anticipated.